Manufacturer narrative:
(B)(4) - this lead was explanted on (B)(6) 2017. Received a device evaluation. A proximal 5 cm fragment and a distal 45 cm fragment were received for analysis. The serial number of the proximal lead fragment corresponds to the complained dextrus 45. The distal fragment does probably not belong the complained lead, particularly because of its length. During the visual inspection multiple signs of wear along the lead fragments were found. In particular between 2 cm and 3 cm proximal to the lead tip the insulation was circumferential abraded indicating constant interaction with the tricuspid valve. Dried blood and body fluids were found inside the lead. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. The proximal lead fragment did not show any peculiarities which might have contributed to the reported clinical observations. The manufacturing process for the lead under complaint was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this ra lead had noise events in the form of inappropriate atr events. It was confirmed that this lead had dislodged via xray. The lead had high impedances of greater than 2500 ohms, loss of capture and loss of sensing as well. There is no mention of intervention.